Event description:
It was reported by the pt's attorney that the pt underwent right total knee replacement in 1999, as a part of a bilateral total knee replacement procedure. Post-op the pt experienced difficulty with instability in the right knee. As a result, in 2003, the tibial articular surface was removed and replaced.